Event description:
A customer reported seeing black lines on the monitor from the aia-2000 analyzer. The customer attempted to reboot the analyzer, but the error persist. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address the reported event. Fse confirmed the complaint and was able to reproduce the complaint by powering on the analyzer. The fse resolved the complaint by replacing the monitor, therefore cause traced to component failure. As a preventative care, fse also replaced the main arm to level the weight of the computer from leaning. Fse verified the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from installed date of (B)(6) 2022 through (B)(6) 2022. There were no similar complaint identified during the searched period. The most probable cause of the reported event is due to the faulty monitor.